Event description:
The customer states the device's sync marker is appearing on the "s" wave and not the "r" wave. No negative impact on the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.